Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications. Visual inspection of the lead found no anomalies. The reported event of loss of capture was not confirmed.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During remote monitoring, high capture threshold and a loss of capture were observed on the left ventricular (lv) lead. The physician suspected lv lead dislodgement. Diagnostic imaging was performed and confirmed lv lead dislodgement. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.